Manufacturer narrative:
This report is filed january 29, 2016. (B)(4)

Event description:
Per the clinic, the patient elected to have the device explanted. On (B)(6) 2015 the device was explanted, the patient was not re-implanted.